Manufacturer narrative:
It was clarified that the "repeat" results for both patients were from new samples. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The customer uses 1 inversion (which is not enough), places sample tubes in a 37 degree water bath which is not a common procedure and is not using disk adapters for the sample tubes. Based on information provided, pre-analytical issues at the customer site cannot be excluded as possible root causes. This is supported by the fact that the correct results were from new samples. The issue has not recurred at the customer site.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for either elecsys hcg + beta test system (hcg + b) or elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. The customer stated the hcg + b results occurred "last week." The date of event is an approximation. Patient 1 initial hcg + b result was 127 (unit of measure not provided). The repeat result was 0.1 with a data flag. On (B)(6) 2017 patient 2 (female, (B)(6)) initial ft3 iii result was > 50 (unit of measure not provided). The repeat result was 4.4. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 24044401 with an expiration date of 31-aug-2018. The ft3 iii reagent lot number and expiration date were not provided. The customer checked the instrument and performed other hardware checks and did not find any problems. The customer performed a repeatability test and did not identify an issue. The customer¿s quality control results were within the specified ranges. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.